Manufacturer narrative:
Additional information: h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set "broke". The event was further described as during an unspecified infusion, a separation was observed "where the cap meets the tubing". There was no report of patient injury or medical intervention associated with this event. No additional information is available.